Event description:
Patient is allergic to materials used to make the device. System extraction for infection. Antibiotic treatment + leadless pacemaker implant. Reference report: mw5120645. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).